Event description:
It was reported that during an unknown procedure, the instrument had a jaw that broke into the patient. The piece has been recuperated. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the I-blade damaged and the upper jaw detached returned. The device was connected to the generator and it was recognized. Because the I-blade was damaged and the jaw detached not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade and jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.